Event description:
The customer reports the device lost monitoring for eight pts for ten minutes. Alternate pt monitoring was available; however, it took ten minutes to obtain. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.